Event description:
During glycerolization process at our facility, we discovered a slit near the seam on fenwal 2l bag with product code (B)(4) and lot # fa09j08046. During the 2nd phase of washing and concentration of CT product, we discovered leaks near the seam on fenwal 2l bag with product code (B)(4) and lot # fa10b19079.